Event description:
It was reported that the patient underwent a heart transplant, which was expedited due to elevated ldh.

Manufacturer narrative:
Manufacturer¿s investigation conclusion thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The bend relief collar was returned secured to the outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered thrombus formations. Upon disassembly of (B)(4), examination of the distal-side of the inlet stator revealed a thrombus ring formation surrounding the inlet bearing cup. A smaller thrombus ring formation was found surrounding the inlet bearing ball. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while (B)(4) was supporting the patient. Further examination revealed small, tissue-like depositions adjacent to the outlet bearing ball in the proximal-side of the outlet stator. Their lack of denaturation and concentric layering indicate that these depositions were not present for an extended period of time while (B)(4) was supporting the patient. In addition, the dispositions did not appear to have formed in the outlet stator and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were in the pump during operation, they could have contributed to the elevations in pump power captured in the submitted log files. In addition, they could have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years 8 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log file analysis showed elevated ldh; her ldh continued to be 1600 on heparin and cangrelor. Patient was admitted with an ldh trending from 1100-1600. Log file analysis noted some intermittent power and flow elevations taking place across (B)(6) 2019. At times these elevations were associated with pi events.